Event description:
During a remote follow-up, an increase in the capture threshold and episodes of undersensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and a dislodgement of the rv lead was suspected. During the revision procedure, the helix of the rv lead was unable to extend. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were dislodgment, undersensing, and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported event of a helix mechanism issue was confirmed. Visual examination of the lead found the helix retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event was isolated to the dried body fluids in the helix housing. The reported event of undersensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.